Event description:
Reportability changed based on product analysis, approved 8 february, 2007. It was reported that in preparation for a ptca procedure, the liberte monorail stent delivery catheter was found with tip damaged in the packaging. Further clarification provided that there was no visible damage. There was no pt contact with this device. Product analysis revealed that the tip of the catheter had been sheared off.

Manufacturer narrative:
Product analysis revealed a tip separation. The delivery device with the stent on the balloon was rec'd and damage was observed on the distal bumper tip. The catheter exhibited fluid in the inflation lumen indicating it had been prepped. Visual examination of the distal bumper tip revealed the tip had been sheared off of the catheter. The tip material appears to have been torn from the catheter. Microscopic examination of the material surrounding, the damage revealed the separation was due to tensile forces that exceeded the shaft tensile spec. As the catheter is shipped with a product mandrel engaged in the lumen of the catheter, the tip damage, separation must have occurred after the removal of the product mandrel. Based on the condition of the tip material, the damage could not have occurred during the removal of the product mandrel. The exact cause of the tip damage could not be determined. The mfg records for batch 8973817 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. No root cause determination could be made.